Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional (hcp) initially reported patient experienced "paralysis in the mouth¿ with unspecified juvéderm® voluma¿. Later, hcp further specified that patient also experienced inflammatory nodules after the injection of 3 ml of juvéderm® voluma¿ with lidocaine in the cheek, 1 ml of juvéderm® volbella¿ with lidocaine in the periorbital area, juvéderm® volux¿ in the chin and jaw area, and in the with juvéderm® volift¿ with lidocaine in the perioral area during two injections 4 months apart. The patient was treated that day with solupred 60 mg/10 days, ice, and augmentin 1grx/8 days. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00635 (allergan complaint # (B)(4)), MDR ID# 3005113652-2020-00680 (allergan complaint # (B)(4)), and MDR ID# 3005113652-2020-00681 (allergan complaint # (B)(4)). This is the first MDR submitted for the second suspect product, juvéderm® volbella¿ with lidocaine.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d4, d6, h4, h6.

Event description:
Correction: the event of "paralysis in the mouth¿ from the injection of juvéderm® volbella¿ with lidocaine in the periorbital area is deemed not device related.

Manufacturer narrative:
Clarification: date of injections provided as (B)(6) 2020 and (B)(6) 2020. It is unknown which product was injected on which date. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: "inflammatory nodules" is a known potential adverse event addressed in the product labeling. "Paralysis in the mouth" is considered an unexpected adverse drug experience.

Event description:
Health professional (hcp) initially reported patient experienced "paralysis in the mouth¿ with unspecified juvéderm® voluma¿. Later, hcp further specified that patient also experienced inflammatory nodules after the injection of 3 ml of juvéderm® voluma¿ with lidocaine in the cheek, 1 ml of juvéderm® volbella¿ with lidocaine in the periorbital area, juvéderm® volux¿ in the chin and jaw area, and in the with juvéderm® volift¿ with lidocaine in the perioral area during two injections 4 months apart. The patient was treated that day with solupred 60 mg/10 days, ice, and augmentin 1grx/8 days. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00635 (allergan complaint # (B)(4)), MDR ID# 3005113652-2020-00680 (allergan complaint # (B)(4)), and MDR ID# 3005113652-2020-00681 (allergan complaint # (B)(4)). This is the first MDR submitted for the second suspect product, juvéderm® volbella¿ with lidocaine.